Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. Once the new ins was implanted, impedances were tested again and contact 1 was showing 4k ohms. It was suggested testing for motor response on contact 1 so caller turned on program 5 and received toe response at 2.4 ma. They ran impedances again but contact 1 still showed as 4k ohms. It was reviewed that impedances may be temporarily high but there is likely not a true lead issue since they are seeing motor response.